Event description:
Customer stated that suspect device was giving erratic readings and husband died as a result. Customer did not provide any other details. Many attempts were made to contact customer.